Event description:
The pulse generator was explanted due to end-of-life (eol).

Event description:
It was reported that during interrogation of the pulse generator, the message data not read was displayed on the programmer screen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.